Event description:
It was initially reported that patient experienced an overdose following pump refill as of the date of this report. The pump was accessed and approx. 2-3 ml of drug was missing from the reservoir. Patient went to the hospital and narcan was given. Healthcare provider questioned a possible leaking septum and was to assess the patient further and if the patient did not fully recover from the overdose he would perform diagnostic testing of the pump. Drug delivered via the device was dilaudid. It was stated that a "pocket fill was assumed to have occurred". As of (B)(6) 2012, patient was noted to be doing ok. It was later reported that the pump refill was done with dilaudid 75mg/ml. When the nurse reprogrammed his pump to reflect the refill and updated the pump, it somehow changed the infusion mode to stopped pump mode. The current rate and data in the ptm (personal therapy manager) had been erased. Data was re-entered and the update to the pump was completed. It was noted that the pump was updated twice and if the first update was not completed the pump could be put into stopped mode. The refill itself was uneventful until about 5-10 minutes after the refill was completed. The nurse checked needle placement during and at the end the drug instillation (by checking for ease of aspiration of drug back into syringe per our hospital policy) without complication or suspicion of error. It was stated that patient was thin so needle placement was not too difficult. 5-10 minutes following the refill, the patient complained of lightheadedness, shortness of breath, weakness and was diaphoretic/clammy and pale; vs were normal. Once patient lay down for a few minutes, he started to feel a little better. An attempt to aspirate for possible subcutaneous drug administration was done but without success. The patient ambulated a little while later and again had the same experience, reporting that he felt like he was "getting drugged". Patient was instructed to go to ER where it was noted that although 20ml had been instilled earlier, only 17ml could be retrieved in the ER. A few minutes after re-instillation, the patient again had the same signs and symptoms he had had previously, feeling like he was getting another dose of medicine. The patient was admitted to the hospital for observation. Hcp saw the patient late that evening and dismissed the patient since he was asymptomatic. The patient wondered if the "nurse didn't have the needle in the septum all the way and if the 3ml of drug leaked out somehow that way".

Manufacturer narrative:
Programmer model: 8840, serial#: unk; catheter model: 8709, lot# j10992r48, implanted: (B)(6) 2002, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).